Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on (B)(6) 2022. All issues with the listed pumps were found during testing in our facility. No patient involvement was relayed to me or our staff at this time. H6: event problem and evaluation codes: updated after device evaluation

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing the there were scratches and cracks on the lcd lens screen. Review of the event history log showed multiple occurrences of "system fault 41622." The investigation was able to duplicate the reported error. The investigation determined that misaligned flat/hub gears was the cause of the reported issue. The gears were realigned. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.